Event description:
It was reported that the pump history was missing however, no specific error number was provided. There was no reported adverse impact to the customer. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.